Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1 was failed and triple clicking. A field service engineer (fse) replaced square u-link and plunger to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, and the latch was broken. User tried to reboot the station and recover the storage but still unable to resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.